Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported patient experienced st segment elevation. During an atrial fibrillation ablation procedure, a farawave ablation catheter was selected for use. It was noted that the patient experienced st segment elevation after the groin was being closed after the ablation procedure. It most likely occurred from ablating the cti line and possible coronary spasm. Nitro was given to the patient after wards to stop the st elevation, and they are expected to fully recover. St elevation went away and patient was relieved to recover as normal. Procedure successfully completed using original method and/or device. The device is not expected to be returned for analysis. In the physician opinion, the procedure contributed to patient complication when ablating on cti line. No air embolism was noted. Irrigation was not stopped during the procedure and the catheter was inserted and removed once each. There was no device malfunction, and no catheter will therefore be returned.

Manufacturer narrative:
The device has not been returned to bsc for analysis at this time. However, the failure of off-label use was confirmed based on the event description; however, it is undetermined the cause of why the user did the procedure of treatment a cti line. The conclusion code of 'cause traced to intentional off-label, unapproved or contraindicated use' was chosen since the IFU only indicates the device for use for pulmonary vein isolation. Additionally, the other reported allegation was not confirmed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event or product problem, impact codes and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported patient experienced st segment elevation. During an atrial fibrillation ablation procedure, a farawave ablation catheter was selected for use. It was noted that the patient experienced st segment elevation after the groin was being closed after the ablation procedure. It most likely occurred from ablating the cti line and possible coronary spasm. Nitro was given to the patient after wards to stop the st elevation, and they are expected to fully recover. St elevation went away and patient was relieved to recover as normal. Procedure successfully completed using original method and/or device. The device is not expected to be returned for analysis. In the physician opinion, the procedure contributed to patient complication when ablating on cti line. No air embolism was noted. Irrigation was not stopped during the procedure and the catheter was inserted and removed once each. There was no device malfunction, and no catheter will therefore be returned.